Event description:
It was reported; that the cage collapse.

Manufacturer narrative:
Device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device remains implanted and is unavailable for evaluation. Conclusion: the plausible root cause could not be identified.

Event description:
It was reported; that the cage collapse,